Manufacturer narrative:
Catalog #: 72402105, 72402287. (B) (4). Balloon performed within specifications. Cuff performed within specifications. Pump was functional. Tubing had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) male with neurologic disorder was implanted with an acticon device on (B) (6) 2008. On (B) (6) 2008, the entire device was removed, due to infection. No further info was provided.